Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified obtuse marginal branch. Predilation was performed. A 20mmx2.75mm promus premier¿ stent was advanced to treat the lesion; however the device was unable to cross the lesion. Severe resistance was encountered when the device was retracted into a guide catheter. When the device was removed from the patient, it was noticed that both proximal and distal edges of the stent were lifted. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: remove the product mandrel and stent protector by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Fully open rotating hemostatic valve to allow for easy passage of the stent and prevent damage to the stent. (B)(4).